Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the 2nd firing of the device, the green button was pressed and an attempt was made to fire, but the firing could not be performed. After that, a new product was used to continue the procedure and firing was able to be performed normally. There was no patient injury.